Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) the proximal lead segment was returned to the manufacturer and analyzed. No anomalies were found. It was also noted there was outer insulation cosmetic depression and visual analysis only was performed. (B)(4) the proximal lead segment was returned to the manufacturer and analyzed. No anomalies were found. It was also noted there was outer insulation cosmetic depression and visual analysis only was performed. Attempts to obtain additional information were unsuccessful.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned from an unknown source with no information. The patient died approximately three months post the implant of the ipg system. A cause of death was requested, and none was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal lead segment was returned to the manufacturer and analyzed. No anomalies were found. It was also noted there was outer insulation cosmetic depression. (B)(4) the proximal lead segment was returned to the manufacturer and analyzed. No anomalies were found. It was also noted there was outer insulation cosmetic depression.